Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically, as high thresholds were observed. The cause of the high thresholds was not known. No further information is known, at this time. No additional adverse patient effects were reported.